Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) automatically starts after the battery is plugged in, and then the machine is repeatedly restarted. There was no patient involvement.

Manufacturer narrative:
Due to character restriction - event site: (B)(6). A supplemental report will be submitted upon completion of additional findings.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the power management board. The unit passed all factory specified performance and safety index tests. The iabp was delivered to the customer and ready for clinical use. The failure analysis and testing dept. Received part with a reported unit failure of the machine automatically starting after the battery is plugged in, and then the machine is repeatedly restarted. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Machine functioned normally. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.